Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿implant had leaked¿. Patient also reported ¿felt unwell¿, ¿extreme fatigue¿, ¿anxiety¿, ¿heart palpitations¿, and ¿prolactin brain tumor¿; these are not device related. Device remains implanted.

Event description:
Healthcare professional additionally reported right side double capsule and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: device patch with lot number 1717221, yellow and brown particle material on the shell, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "a very small volume of liquid is present behind the right implant."

Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.